Event description:
Per information provided: on (B)(6) 2016 - patient was diagnosed with small bowel obstruction, incarcerated parastomal hernia and incarcerated incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of composix e/x mesh (device #1) and parastomal hernia patch (device #2). Per operative notes, "incisional hernia was noted in midline and another hernia noted in supraumbilical location. Adhesions of small omentum was taken down. A large parastomal hernia with dense adhesions were taken down." (Note, no implant details were provided during this procedure.) On (B)(6) 2017 - patient was diagnosed with high grade small bowel obstruction and parastomal hernia thereby underwent laparoscopic reduction of parastomal and internal herniation. Per operative notes, "adhesiolysis was performed. Evidence of internal herniation of distal ileal loop secondary to adhesions as well as parastomal hernia was noted. The previously placed parastomal hernia mesh (device #2) had contracted resulted in large parastomal defect and mobilized into extensive loops of ileum and stoma, this was reduced." On (B)(6) 2017- patient was diagnosed with recurrent parastomal hernia and small bowel obstruction thereby underwent laparoscopic assisted repositioning of end ileostomy and small bowel resection. Per operative notes, "the incarcerated loops of ileum within parastomal hernia was taken down with excision of hernia sac. The redundant terminal ileum was excised. The right lower quadrant parastomal hernia was repaired with standard primary approximation with approximation of underlying mesh." On (B)(6) 2017- patient was diagnosed with mechanical malfunction of ostomy thereby underwent revision of end ileostomy. On (B)(6) 2018 - patient was diagnosed with recurrent incisional ventral hernia with small bowel obstruction thereby underwent open repair with implant of ventralex mesh (device #3). Per operative notes, "adhesions noted around ileum medial to ostomy site. The hernia sac noted to be above umbilicus with incarcerated loop of bowel causing obstruction. Dense adhesions to the hernia sac, mesh as well as the edges of fascia was noted. The defect was noted and a ventralex mesh (device #3) was placed circumferentially and sutured." On (B)(6) 2019 - patient was diagnosed with enterocutaneous fistula thereby underwent open repair with removal of meshes (device #1, #2, #3) and creation of ileostomy. Per operative notes, "the mesh was adhered all along the left side of abdominal wall was excised. A very large round thick piece of mesh was found under prior ileostomy site. The small bowel proximal to the area of fistula was densely adherent to the fascia." Attorney alleges that the patient had adhesion, bowel obstruction, bowel removal, mesh migration, mesh shrinkage, pain, recurrence and emotional injuries. It was also alleged that the mesh had contracted which resulted in mobilization of extensive loops of ileum into stoma, dense adhesions to mesh, non-healing wound.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 years and 2 months post implant of bard parastomal patch, patient was diagnosed with fistula, hernia recurrence, obstruction, adhesions and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists fistula, hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. This emdr represents bard parastomal patch (device #2). An additional supplemental emdr was submitted to represent bard/davol composix mesh e/x (device #1) and additional emdr was submitted to represents bard/davol mesh ¿ ventralex (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.